Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient's pump had been critically alarming since (B)(6) 2019. The caller was "not even aware if there was any drug in the pump reservoir." They stated that the pump had been stopped over 686 hours with a loss of therapy. They were not aware if the patient had an MRI in october and the pump hadn't been interrogated for months afterwards. The patient had alzheimer's/dementia so they were unable to communicate their pain levels accurately. The pump was going to be programmed off the next day with a pump off password. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider via a device manufacturer representative on (B)(6) 2020. It was reported that the cause of the stopped pump was unknown. The issue was resolved and the patient's weight was unknown. No further complications were reported.